Manufacturer narrative:
This report is submitted november 12, 2018.

Event description:
Per the patient's surgeon, the patient experienced a lack of clinical benefit and poor performance with device use. Subsequently, the device was explanted on (B)(6) 2018. It is unknown if the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
After analysis of the device it was confirmed the device is consistent with a device failure. This report is filed on february 13, 2019.